Event description:
It was reported that this right ventricular (rv) lead was explanted due to increase in impedance, cause by a possible fracture. This lead was succesfully replaced. No additional adverse patient effects were reported.